Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not received low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. The customer also stated that this was second occurrence of did not receiving a low battery alert prior to off no power alert. The customer was also reported that the insulin pump had failed battery test. The customer was advised that battery cap will be replaced. The insulin pump will not be returned for analysis.